Event description:
It was further reported that the (B)(6) 2012 procedure revealed 75% stenosis in the proximal lad. The patient has ischemic symptoms. Re-vascularization at the area of restenosis was treated with cutting balloon dilation. Post dilation stenosis was 0% with timi3 flow. The event was considered resolved without residual effects.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that following a stenting treatment procedure the patient developed in-stent thrombosis. In (B)(6) 2011. The 3.0x18mm, 80% stenosed target lesion was located in the mid left anterior descending (lad) artery. The lesion was predilated and the 3.0x20mm promus element stent was implanted. The stent was post dilated resulting in 0% residual stenosis. Patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient experienced unstable angina. Thrombosis of the stented lad lesion was reported. Patient underwent target vessel re-vascularization with balloon dilation. No additional patient complications were reported.